Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2011, due to pain, mechanical symptoms including weakness and large clunk, and elevated cobalt and chromium levels. The acetabular cup, modular head, and taper adapter were all removed and replaced.